Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited farfield oversensing on the right atrial (ra) channel. Technical services (ts) recommended programming options. No adverse patient effects were reported. This pacemaker remains in service.